Event description:
It was reported that the customer was hosptialized for lbgs. The customer stated that they were sleeping when they began to have lbgs. Paramedics were called to assist the customer and then was taken to the hospital. The programming and histories were accurate. It was indicated that the customer has gastro paresis. In addition, the customer stated that they may not be bolusing at the correct times and possibly bolusing too much. Troubleshooting was done and it was conveyed that the pump is operating as designed.